Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose levels were elevating and had gone from 274 mg/dl to 297 mg/dl. Customer treated elevated bgs by administering a correction bolus. System check was performed with tandem technical support, and the pump performed as intended. Recommendation was made that the customer change out the insertion site, however the customer declined.